Event description:
It was reported that the catheter was found torn 25cm from the tip during use on a patient. When a nurse removed the dressing after the patient took a bath, the catheter fell off. Therefore, it was removed and replaced with a new one. No patient harm reported.

Manufacturer narrative:
Qn# (B)(4). The customer returned one 2-lumen cvc for evaluation. The catheter contained obvious signs of use in the form of biological material. Visual examination confirmed the catheter body was separated. The edges of separation were smooth and blunt, and the catheter body contained adhesive residue at the point of separation. This damage indicates the catheter was likely inadvertently cut by a sharp object. The total length of the returned catheter measured to be 68 mm which indicates at least 239 mm were separated and not returned per product drawing. The outer diameter of the catheter body measured to be 2.40 mm which is within specifications of 2.36-2.46 mm per product drawing. The instructions-for-use (IFU) provided with this kit instructs the user, "flush each lumen with sterile saline solution, to establish patency and prime lumen(s)"both lumens were flushed using a water-filled lab inventory syringe. No leaks or blockages were detected. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit warns the user, "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of catheter separation was confirmed by complaint investigation of the returned sample. The catheter body was separated and the remaining portion was not returned. The catheter passed all relevant dimensional and functional testing, and a device history record review was performed on a potential lot identified from sales history and no relevant findings were identified. Based on the condition of the sample received, unintentional user error (contact with sharps) likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was found torn 25cm from the tip during use on a patient. When a nurse removed the dressing after the patient took a bath, the catheter fell off. Therefore, it was removed and replaced with a new one. No patient harm reported.